Manufacturer narrative:
(B)(4). The customer returned a brown luer hub from a distal extension line and a stopcock for analysis. The rest of the catheter assembly was not returned for analysis. Visual analysis of the returned sample revealed that the distal extension line had separated directly adjacent to the brown luer hub. Microscopic examination revealed that a portion of the extension line was still inside the brown luer hub. The returned stopcock was attached and removed from the brown luer hub. No issues were observed. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated directly adjacent to the brown luer hub. A portion of the extension line was still secure inside the luer hub. Despite confirming the defect, the root cause cannot be determined as the rest of the catheter/distal extension line was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the luer hub of distal lumen detached from the extension line after 24 days in use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the luer hub of distal lumen detached from the extension line after 24 days in use.